Event description:
The patient was in the endoscopy lab undergoing an upper endoscopy with biopsy brushings. The physician requested an esophageal brushing. The first colonoscope cytology brush was inserted into the scope however it would not come out of the sheath. Upon inspection of the equipment by the scrub rn, the brush was found to be bent. A 2nd brush was inserted and was noted to be very stiff however no bending was noted. The physician was able to obtain biopsy with brush #2.